Manufacturer narrative:
Electrical and mechanical (adhesive strength) and visual inspections were performed on retained samples of the same lot. All samples were found to perform within limits. No faults could be detected. No other customers who have been suing electrodes of the same lot or lots manufactured with the identical gel lots have reported a similar incident. Both pts were reported to have had the reactions on the same day in most likely adjacent rooms. At this stage not enough info is available to reach a conclusion. We will continue to ask for further info. This report is sent to FDA as a precaution. We are not entirely sure a reportable event has actually happened as the info about the skin treatment necessary was not specific.

Event description:
On july 17, a complaint was received from ge healthcare in another country. In a hospital, two pts were discovered to have developed skin reactions when ECG electrodes were used. Both pts had not received skin preparation, the skin only had been dried according to a questionnaire completed by the user. A woman, age unk, developed skin reactions under 1 of 5 electrodes used to monitor her in ICU. The injury was described as "redness and blisters" "below the gel area and below the cable". The wound received "local treatment". No further info could be obtained.

Manufacturer narrative:
Electrical and mechanical (adhesive strength) and visual inspections were performed on retained samples of the same lot. All samples were found to perform within limits. No faults could be detected. No other customers who have been using electrodes of the same lot or lots manufactured with the identical gel lots have reported a similar incident. Both pts were reported to have had the reactions on the same day in most likely adjacent rooms. At this stage not enough info is available to reach a conclusion. We will continue to ask for further info. This report is sent to FDA as a precaution. We are not entirely sure a reportable event has actually happened as the info about the skin treatment necessary was not specific.

Event description:
A man, age unk, developed skin reactions under 4 of 5 electrodes used to monitor him during cardiac surgery (pacemaker). The injury was described as a "second degree burn" below the gel area. The wound received "local treatment". No further info could be obtained.